Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported she inserted a bladder support and the petals on the applicator were slightly open which pinched and scratched her vaginally. She fully recovered and did not seek medical attention. She did not experience any adverse health effects.